Event description:
It was reported that the unspecified bd infusion set experienced line dislodged from the bag. The following information was provided by the initial reporter: line became dislodged from bag - checked versed bag at shift change, bag become dislodged from IV tubing and spilled on floor. Versed was not infusing, bag was left for boluses.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of spikes separating from sets were received from the customer. No product or photo was returned by the customer. The customer complaint of connection issue could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the model and lot is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.